Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. 5594 implantable pacing lead 2006 (B)(6); 6948 implantable tachy lead 2006 (B)(6). (B)(4).

Manufacturer narrative:
Product event summary: the lead was not returned, however, analysis of the device memory indicated the impedance on the lv (left ventricular) pacing lead was beyond the expected upper range.

Event description:
It was reported that the left ventricular (lv) lead was dislodged causing muscle stimulation and chronically high impedance. The lv lead has been inactivated. The patient is scheduled for a lead extraction evaluation. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.